Event description:
Rptr injured his back. He had 6 surgeries using the pedicle screws. Screws broke bones in spine and permanently damaged l5-s1 nerve causing severe and permanent pain and disability. Pt is now addictive to narcotics prescribed by dr.